Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that one (B)(4) device was returned with the anvil bent upwards, the anvil closed and the knife partially advanced, with an gst60g reload loaded on the device. The reload was received partially fired 2/3 and the cartridge deck was damaged. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a lobectomy, after firing the device, the blade stuck in the middle of the jaw. Could not open the jaw and knife reverse button did not work. It was tried many times and still did not work. Finally, the jaw was forcibly opened manually and it was noted that the anvil was damaged. There were no adverse consequences to the patient. No additional information could be provided.